Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Noise was present and noted during follow-up. The device inappropriately changed modes as a result of the noise. The patient did not experience any consequences as a result of the issue and is well.